Event description:
It was reported that during use of the sphere catheter for a cavotricuspid isthmus (cti) line, noise saturation was observed on all signals during radiofrequency (rf) energy delivery, and when the signals returned, ventricular fibrillation was present. The procedure was aborted under general anesthesia. The patient was alive following the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the one image file was returned and analyzed. Image file was about the rao (right anterior oblique) electrograms (egm) and artifacts were noted in the graphs. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the reported issue (noise) was confirmed through review of the image. For the reported adverse event (ventricular fibrillation) there was no indication that the adverse event was related to the performance or a malfunction of the product. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the ventricular fibrillation (vf) occurred during ablation of the tricuspid valve. The patient was externally shocked to treat the vf.